Event description:
Report received from the USA stating that the device was not working properly. The device was not being used during surgery. It is unk if injury or medical intervention occurred and the date of the event is unk as well. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).